Event description:
Right tka completed to treat osteoarthritis. The patella was resurfaced and depuy cement was utilized. There were no indicated intra-operative complications. Revision to right knee completed to address pain, tibial insert poly wear synovitis, and tibial tray loosening at an unknown interface. Several issues discovered during revision: tibial insert pitting and early delamination on the medial and lateral bearing surfaces with no significant backside wear, significant bone loss on the medial tibial plateau and lateral femoral condyle posteriorly and abrasions on the patella component. All components were revised. The patient was revised with competitor products and cement. There were no indicated intra-operative complications. Doi: (B)(6) 2014; dor: (B)(6) 2021 ; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.